Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1104backup alarm failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. When the backup audible alarm test fails, alarms normally annunciated by the backup audio device use the primary speakers. The rse advised the customer the latest version of the service manual is version t. Diagnostic code 1104 - backup alarm failed. Biomed reported that they replaced the motor controller board and did not resolve the error. The rse advised the customer the likely failure is with the cpu board. Advised customer to re-program the v60 serial # and power-on hours after replacing the board. Page 137 for reprogramming the v60 serial # and power-on hours. Provided parts ID for the cpu printed circuit board assembly (pcba) board, (software 3.00). The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the motor controller printed circuit board assembly (pcba) and power management printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.